Event description:
High pacing thresholds and intermittent capture were noted on this ra lead. This lead was successfully repositioned on (B)(6) 2011. All records indicate this lead remains actively implanted. Should additional information become available, this event will be updated.